Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message related to battery depletion. Additional information was requested from the field representative, this investigation will be updated when further information becomes available. This s-ICD remains in-service at this time. No adverse patient effects were reported.